Event description:
According to the reporter, during mediastinoscopy, when trying to clip a vessel, the clips injured the vessel, causing bleeding. When the surgeon squeezed the handle, initially the clips loaded past the jaws and then projected towards the vessel before they were able to put the jaws on the vessel. The clips fell into the cavity of the patient but were retrieved. Laparoscopic surgery was converted to open surgery due to a device problem, which led to an extended surgical time of more than 30 minutes and extended patient hospitalization. An open incision was made to stop the bleeding and continue the case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.